Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited intermittent loss of capture. During the device change out procedure, the physician attempted to explant the lead with traction. During this process, the lead stretched out. A soft stylet was placed in the lead body and the physician attempted again to explant the lead; however, the distal portion of the lead separated and remains in the main body of the coronary sinus. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory,visual inspection noted that the anode conductor coil was fractured approximately 372 millimeters from the terminal pin. The fracture appears to be just distal of the suture sleeve tie down area. Analysis confirmed that the distal portion of the lead has been extremely stretched to the point of fracture, and the tip was not returned.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.